Manufacturer narrative:
The patient required intervention of the treated lesion. This is being reported as a part of a clinical study. Report source: foreign- (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, thrombosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, three stellarex catheters were used to treat the target lesion of the right p3 and tp. After the procedure, the patient experienced thrombus inflow on the target lesion, thus stent placement was required.

Manufacturer narrative:
Block c3: dose corrected from 1.6 mg to 1.8 mg. Block d4: model and catalog number corrected from a14sx030080150t to aa14sx035080150.